Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event observed during analysis. Final analysis found insulation abrasions at 27.0 - 28.1 and 47.3 - 47.8 from the distal tip. The abrasions were consistent with constant friction with another implantable device.